Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +6.3%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The event history log had no related findings. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. The pump's expulsor was trimmed to bring the delivery accuracy into a more nominal range. Based on the evidence, the complaint was unable to be confirmed.